Event description:
It was reported that the patient went to the hospital due to an inflatable penile prosthesis (ipp) not working properly. Tests showed that when the pump was pressed, it would dimple and although the healthcare professionals attempted troubleshooting the device, it would not work as expected. Two weeks later, a surgical procedure was performed in which the pump was replaced. Following the procedure, the patient was stable and got better. The patient was then retrained to use the pump correctly and the ipp was tested several times after procedure.

Manufacturer narrative:
Investigation summary: based on the information available and the product analysis results, the reported allegations of pump collapse could not be confirmed. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Technical analysis: upon receipt, the device was thoroughly analyzed. Visual inspection of the pump revaluated the kink resistant tubing (krt) was worn to the filament; however, no leaks were present. The pump was functionally tested and performed within specification. Product analysis was unable to confirm the reported event. Investigation conclusion: based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient went to the hospital due to an inflatable penile prosthesis (ipp) not working properly. Tests showed that when the pump was pressed, it would dimple and although the healthcare professionals attempted troubleshooting the device, it would not work as expected. Two weeks later, a surgical procedure was performed in which the pump was replaced. Following the procedure, the patient was stable and got better. The patient was then retrained to use the pump correctly and the ipp was tested several times after procedure.